Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted for use for the treatment of a 6 cm in diameter thoracic aortic aorta. It was reported that the patient has disease progression resulting in a type I endoleak. A bypass was performed and the taa graft was extended forward. The physician stated that seal was accomplished with extension of valiant 40x40x100. No additional clinical sequelae were reported and the patient is fine.